Event description:
It was reported that during implant, the right ventricular (rv) lead helix would not deploy on the second positioning attempt.the lead was explanted and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).